Event description:
It was reported that intermittent sensing and intermittent high capture threshold were noted on the atrial lead. Fluoroscopy showed atrial lead had dislodged and was floating in the right atrium. The atrial lead was capped and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement, intermittent sensing, and high capture threshold was not confirmed. As received, a complete lead was returned in two pieces with helix found retracted and clogged with dried blood/tissue. After cleaning the helix and cutting the lead, and applying torque to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.